Event description:
It was reported that intermittent occlusion alarms occurred, which caused the customer's blood glucose (bg) level to become high, reading ¿high¿ on the continuous glucose monitor (cgm) and possibly reaching around 560 mg/dl. The customer addressed the high bg level by administering a correction injection using multiple daily injections (mdi) and boluses. Customer resolved the issue by changing the cartridge and resuming insulin.